Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor visosn valve was chosen for implant using a large flexnav delivery system. During procedure, the valve was prepped and loaded as per instructions for use (IFU). After pre-dilatation, the patient went to complete heart block (chb) and a temporary pacing wire inserted. The valve was deployed using navitor cusp overlap technique. At 80% valve deployment, optimal depth, an immediate pressure drop was noted and fluid was given. The valve was implanted at a depth of 5mm at non-coronary cusp (ncc) and 5mm at left coronary cusp (lcc). After the procedure, no flow in right coronary artery (rca) was noted, patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was started. There were multiple attempts tried to open vessel but unsuccessful. Approximately after 45 minutes, patient was reported passed away. The physician mentioned the cause of death was possibly rca occlusion with native leaflets.

Manufacturer narrative:
An event for patient effects of hypotension, heart block, occlusion, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported hypotension, occlusion, and cardiac arrest could not be determined. The cause of the reported death was due to the patients anatomy. The cause of the reported heart block appears to be related to procedural conditions. The reported unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a